Event description:
It was reported that the distal end of the lead was bent and that the event occurred during the procedure. The product was never implanted, and it was reported that it would not be returned to the manufacturer for analysis as it was discarded by the customer. The patient's status at the time of report was alive with no injury and no adverse event. It was reported that there were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3387s-40, lot# va01k4q, product type lead. (B)(4).